Event description:
It was reported that before the cs300 intra-aortic balloon pump (iabp) showing autofill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found autofill failure coming during autofill. Then open the machine and checked for blood, no blood traces in the machine. Then further checked the machine and found the fill port broken so need to replace the fill port connector. Replaced fill port connector then check the machine and found machine is working ok. All tests are passed. All pneumatic tests are passed. Machine is working ok. Handover the machine to user in working condition.